Event description:
It was reported that right atrial lead exhibited high capture threshold. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.